Event description:
Customer called to report a pod he was not sure was delivering insulin. Customer stated he wore the pod for approximately 6 hours before removing it. Once customer removed the pod he delivered a bolus with a syringe to regulate his blood glucose (bg). Customer stated there was no alarm at any time to indicate an issue. Customer also stated the pod activated fine. Customer's bg ranged 49-458 mg/dl before changing pods successfully. No further information is available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.